Manufacturer narrative:
Pre-existing short to shield reported under manufacturer report number 2916596-2019-02710. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient was admitted for a heparin bridge with subtherapeutic international normalized ratio (inr) for colonoscopy on (B)(6) 2020. She had been letting her inr drift down into range for the colonoscopy and it was 2.2 by her home meter on (B)(6) 2020 in the morning. She was planned for admit and her inr was down to 1.7 and heparin drip was started. It was noted on (B)(6) 2020 on vad interrogation of "replace system controller" and associated flow/power spikes. The patient and nursing did not note any alarms. It was sent for ldh/plasma free hemoglobin and bedside echo was done and did not show any changes to her left ventricle size from the last echo in (B)(6). It is unclear why the power/flow spikes and "replace system controller" were on interrogation, but not on actual system controller. Technical services reviewed the log file and saw transient elevations in power/ high power events on (B)(6) 2020. This type of trajectory in our past experience has been linked to a possible clinical condition such as thrombus. The controller recorded transient yellow wrench/replace system controller alarms associated with a controller "backup mcu failure on (B)(6) 2020. The controllers primary processor momentarily operated in backup processor mode due to the high power events recorded on (B)(6) 2020. It appeared these events self-resolved. The patient was currently on ungrounded cable due to pre-existing short to shield driveline issue. On (B)(6) 2020 vc the original controller, (B)(4), was replaced. The backup controller remained the backup controller and the possibly faulty system controller was replaced with (B)(4). Manufacturer report number of controller: 2916596-2020-05745.

Event description:
It was reported that thrombus was not confirmed. The patient was placed on an ungrounded cable and the system controller was changed. The patient had a previous short to shield and had been on ungrounded cable at home. There were no other signs of pump thrombus and there were no further power or flow spikes. The lactate dehydrogenase was 230 and within normal limits, plasma free hemoglobin was less than 0.1. The patient echocardiogram and the left ventricle was unchanged from the previous echocardiogram and there were no disturbances were noted at the inflow cannula with color flow. The controller issue resolved with the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: although power and flow elevations were confirmed via the submitted log file, a specific cause for these events and a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined. The submitted log file contained data from 13oct2020 through 08nov2020. The log file captured multiple periods of sustained power elevations on 07nov2020, up to 25.2 watts. Corresponding elevations in calculated flow were recorded during power elevation events, up to 12.0 lpm. Power and flow returned to baseline following each elevation event and all elevations in power/flow occurred during pi events. The log file also captured replace controller alarms with yellow wrench advisory events on 07nov2020. No other atypical alarms or events were noted. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported. The heartmate ii lvas instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04apr201. No further information was provided. The manufacturer is closing the file on this event.